Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call to have received an "off no power" and did not receive a low battery alert prior. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. The pump passed the delivery accuracy test. The pump was monitored for 24 hours and no unexpected pump turning off on its own or blank display anomalies were noted. The auto off alarm feature was working properly. The pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.